Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock due to oversensing during a radiofrequency (rf) spinal procedure, resulting in pacing inhibition with fifteen seconds of asystole. It was noted that a new machine was used that is interacting with the crt-d. Technical services (ts) discussed programming or magnet options. No additional adverse patient effects were reported. The device remains in service.